Manufacturer narrative:
Due to character restrictions in block e1 full event site address is penn medicine, c/o cath lab, 701 east marshall street, west chester pa. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the catheter box of a intra aortic balloon (iab) was damaged by delivery company.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; d9 device available for eval, return to manufacture date; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Corrected fields: d1; d4 model number, catalog number UDI number; d3. The iab carton was returned sealed and damaged with a dent and a tear on the top lid of the outer top carton was observed. No damaged was observed on other parts of the carton. Additionally, inside the product tray and insertion kit was returned sealed and intact without damage. The evaluation confirms the reported problem. We are unable to determine when this may have occurred. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. No decon since product was not used by the customer. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.